Manufacturer narrative:
(B)(6). (B)(4). The event is currently under investigation.

Event description:
Information was provided that during a left sfa access from right groin for a runoff procedure, the sheath broke off in the patient. The technician stated that the patient's groin was "very difficult" or scarred. When the physician attempted to remove the device, it broke into two pieces. The patient had surgery in order to successfully retrieve the fragment. The patient did not experience any additional adverse effects.

Manufacturer narrative:
(B)(6). (B)(4). Investigation - evaluation: a review of the complaint history, instructions for use (IFU), manufacturing instructions and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known, accordingly a review of the device manufacturing records could not be conducted. The device is shipped with instructions for use (IFU) which includes information on intended use, precautions, warnings, potential adverse events, and instructions for proper use of the device. The IFU states under precautions, "do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt." Based on the information provided, no product returned and the results of our investigation, it is feasible to suggest heavy scarring made the procedure difficult and caused the sheath to separate. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
Information was provided that during a left sfa access from right groin for a runoff procedure, the sheath broke off in the patient. The technician stated that the patient's groin was "very difficult" or scarred. When the physician attempted to remove the device, it broke into two pieces. The patient had surgery in order to successfully retrieve the fragment. The patient did not experience any additional adverse effects.